Event description:
Tip of trocar disengaged during laparoscopy. Physician noted increased amount of air. Search revealed tip no longer connected to trocar. The very samll section apparently disengaged upon insertion. Physician has used product previously.